Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified posterior tibial artery that was 100% stenosed. After successfully using a hi-torque proceed guide wire, and completely removed from the patient anatomy, it was noted that the tip of the wire was damaged (coils unwound from the wire tip). The guide wire remains in one piece. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported separation appears to be related to case circumstances of the procedure. In this case, it is likely that the guide wire interacted with the anatomy and/or other devices used causing damage to the coils and ultimately resulting in the break and the appearance of unwound coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.na.